Manufacturer narrative:
A ge service rep performed an on site investigation. The temperature sensor was replaced during the service call. The system was tested and found to be working and put back into service.

Event description:
It was reported that the 9600 system had a x-ray temperature sensor error message and would not fluoro. No pt injury was reported.